Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified coronary artery. A stingray lp balloon catheter was selected for use. During the procedure, the stingray balloon ruptured at 6 atmospheres. The procedure was completed with an alternative method. There was no patient complications reported post procedure.

Manufacturer narrative:
G4 premarket / 510(k) #: k231176.